Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion" according to the customer: "the pump registered that the solution was infused, but the bottle remained full. Example: it started at 00:00 with a flow of 60 ml/h - finished at 04hr 262.4, but bag remained full."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: user did not inform the date of occurrence. We searched the usage history for the last 60ml/h flow schedule reported as an example by the user. In all the history recorded by the equipment, there was only one programming of 60ml/h. It is also relevant to inform that if the user considers that the equipment is not reliable to perform an infusion, as he is not infusing the drug, he should withdraw it from use. However, the history shows that the equipment continued in use, working normally, between 12/11/2021, at 18:07:10 until 12/13/2021, at 05:57:29. During this period, the equipment infused the amount of 2144ml, that is, the user used it normally, including changing the volume setting several times. Although the history shows that the equipment is infusing correctly as the user stated that the drug was not infused. We performed functional testing at a flow rate of 60ml/h to infuse 500ml to confirm the performance of the equipment. The equipment performed the infusion normally. Technical complaint not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.